Event description:
It was reported that the patient has expired. The implant duration was less than a month. No further details were provided. Information learned from implant patient registry. Through follow-up with the surgeon's office, it was learned that the patient's cause of death was congestive heart failure and multi-organ failure. A device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.